Event description:
It was reported that, during an unknown procedure, the fast-fix 360 curved needle delivery system anchors deployed together. Whether a back available to complete the procedure or not is unknown. There is not information available about surgical delay time and patient injuries.

Manufacturer narrative:
Event or problem description updated. One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: ¿anchors deployed together.¿ t1 was returned freed from the delivery needle. The complaint indicated simultaneous deployment which is not apparent for the device returned. T2 and suture were returned still within the needle track. The depth limiter was attached and was undamaged. It was retracted as far back as physically possible. The needle shows no damage and the delivery needle curve appears undisturbed. The device cycled and actuated as expected. This device does not indicate cause for malfunction. No mechanical problem was noted. Factors influencing successful anchoring include device ability, implant location and tissue condition. It is undetermined what factors contributed to the stated complaint as no failure was found. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that, during an meniscus repair procedure, the fast-fix 360 curved needle delivery system anchors deployed together. A backup device was available to complete the procedure. There were no reported delay or patient injuries. Both t's were removed.